Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review of complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. Both complaints are reported for the same event and categorized under an identical event code. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A visual assessment of the returned sample revealed no obvious non-conformities. The returned sample was connected to a calibrated centurion vision system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet manufacturer specifications. Refer to the attached investigation log and dtf data sheet. The customer reported event was not able to be confirmed. The handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that the product met specifications. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during intraocular lens implantation surgery an ophthalmic handpiece exhibited no torsional power during phaco mode of the surgery. There was no hospitalization, no intervention and no treatment required for the patient regarding the reported event. The surgery was completed using a new handpiece. Patient impact was not reported.